Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit does turn on but there is no alarm when pressure is released from the pad. There are some pins missing in the rj-11 sensor female receptacle. The fail-safe function is not working. Tested with new batteries. The battery door is missing. (B) (4).

Event description:
The customer reported that the alarm does power on but has no alarm tone when pressure is released from the pad. It was tested with new batteries and no visual damage was detected. There was no patient injury reported.